Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation; therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Further investigation could not be completed due to lack of information. Lot number, reader serial number, or cartridge serial number were not provided.

Event description:
Customer reported multiple false negative results using cue covid-19 test for home and over the counter (otc) use (reader sn: (B)(4)). Customer did not provide additional information or respond to three follow up attempts from the cue health technical service specialist.